Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the lead had dislodged. The physician implanted a new lead without any adverse consequences for the patient.